Event description:
It was reported that pump displayed a cartridge change error and customer was initially unable to successfully load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump, attempted to reload cartridge, and then filled and loaded new cartridge, after which load process was successfully completed and insulin delivery was resumed.